Event description:
It has been reported to philips that the system produced an error message of disk space is full. The customer deleted old files and rebooted the system without resolve. The system was in clinical use. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc (image processing computer) image disk 2 hub. The fse replaced the ippc, three hard disks and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing left heart cath procedure and procedure was completed by moving patient in other room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system produced an error message of disk space is full. Review of the system log file showed that the malfunctioning frontal ip-pc. Upon further inspection, the fse found that issue was the bad drive bay in the ippc. The fse replaced the ippc in m cabinet. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.